Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted to the duodenal papilla to treat lithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. The anatomy of the patient was torturous. During procedure, prior to releasing the stent, the wire connecting the stent to the carrying catheter broke during the insertion of the catheter into the duodenal papilla. As a result, it was not possible to place the stent, which prolonged the duration of the procedure for approximately twelve minutes. It was unknown on how the procedure was completed. There was no patient complications reported as a result of the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 and h6 (device code) have been corrected. Block h11: at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplement report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was intended to be implanted in the duodenal papilla to treat biliary lithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. The patient's anatomy was described as tortuous. During insertion of the delivery catheter into the papilla, the suture wire connecting the stent to the carrying catheter detached prematurely. Under normal conditions, this suture detaches only after the guidewire is removed; however, in this case, the detachment occurred before guidewire withdrawal, preventing the stent from being released. The duration of the procedure was prolonged by approximately twelve minutes. However, it remains unknown what device was used to complete the procedure. No patient complications were reported as a result of the event.